Event description:
A review of service data as detected a reportable event. Upon servicing of electrode belt sn (B)(4), the electrode belt failed the insulation resistance and hipot tests. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval there was corrosion on the crimp of the distribution node (dn) to rear therapy electrode (te) cable. The cause for the test failures is the corroded crimp. The root cause for the corroded crimp is likely the ingress of an unk liquid. No adverse event resulted from the defective electrode belt. The last pt to use this belt did not report any deficiencies.